Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was bradycardic when presented to the emergency room. While in the emergency room device interrogation revealed that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) approximately seven months prior. It was also noted that battery impedance was high and the patient could not be paced at the highest output. A loss of ventricular capture was noted on the right ventricular (rv) pacing lead. That evening, the patient went into cardiac arrest. The ipg has since been explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.